Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported a no delivery alarm. The blood glucose reading was 134 mg/dl. Customer was advised to perform a 5 unit fixed prime and stated that insulin did not exit. Customer was advised to disconnect and reconnect the reservoir and infusion set at the tubing connector and push insulin slowly through the tubing and customer reported that insulin did exit. Customer treated with manual injection as he was having issues with the bolus wizard. Nothing further was reported.